Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty mobile view station (mvs) interface cable. The rep replaced the cable. The replaced mvs interface cable was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the mvs interface cable.

Event description:
A medtronic representative reported that after turning the imaging system on, the system gave a message that said "an internal error has occurred" and then gave them the option to either boot down or send an error report. The site rebooted the system which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.